Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was not seated ideally. The patient felt the rear tip extenders at the penoscrotal junction. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No further complications.